Event description:
The pt felt that the implantable neurostimulator (ins) was leaking into her body and killing her. The ins was explanted. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.